Manufacturer narrative:
One photograph was received for evaluation. A tear in the pilot balloon was observed. The customer complaint was confirmed, and the cause of the reported incident was determined to be wear of the rubber used in the fixture for the printing of the inflation line, or lack of detection by the production personnel. The problem source was determined to be manufacturing.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical endotracheal tube was noted to be leaking while in use. A tube change out was required. No patient injury resulted.